Manufacturer narrative:
(B)(4): the customer reported the device came up with a "critical device failure - therapy failure" message. It passes opcheck but it won't leave opcheck until the battery is removed. No pt involvement was reported. The device was evaluated by a philips field service engineer. The symptom was verified, the device froze in opcheck. Multiple parts were replaced to resolve the issue. The device passed all testing and remained at the customer site. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.

Event description:
The customer reported the device came up with a "critical device failure - therapy failure" message. It passes opcheck but it won't leave opcheck until the battery is removed. No pt involvement was reported.